Event description:
It was reported that high out-of-range pace impedance measurements have been consistently seen on the right atrial (ra) lead over the past year, for which the health care professional (hcp) contacted boston scientific technical services (ts) for a consult. Ts suspected a spring contact issue in the device header but recommended to the hcp that they troubleshoot the issue to rule out other possibilities. The right ventricular (rv) lead pace impedance also had some high out-of-range measurement spikes within the last year. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that high out-of-range pace impedance measurements have been consistently seen on the right atrial (ra) lead over the past year, for which the health care professional (hcp) contacted boston scientific technical services (ts) for a consult. Ts suspected a spring contact issue in the device header but recommended to the hcp that they troubleshoot the issue to rule out other possibilities. The right ventricular (rv) lead pace impedance also had some high out-of-range measurement spikes within the last year. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that high out-of-range pace impedance measurements have been consistently seen on the right atrial (ra) lead over the past year, for which the health care professional (hcp) contacted boston scientific technical services (ts) for a consult. Ts suspected a spring contact issue in the device header but recommended to the hcp that they troubleshoot the issue to rule out other possibilities. The right ventricular (rv) lead pace impedance also had some high out-of-range measurement spikes within the last year. The device and leads remain in service. No adverse patient effects were reported.